Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-3-20-c from lot number c1324017 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted : the stylet was partially out of the device on return. There was no needle exposure from the sheath. The stylet cannot be introduced any further as the needle is broken, the needle was broken distally. From the top of the hub to the end of the needle, the break measures approximately 167.5cm. The stylet was out 4.5cm, the amount of needle that was broken/missing a possible root cause could be due to excessive force or encountering a hard lession however conditions cannot be replicated in the lab. The customer complaint is considered to be confirmed as needle broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c devices of lot# c1324017 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per complaint form": dr (B)(6) felt an abnormal progression of the biopsy needle during the echo-endoscopy. Product seemed normal when they opened the package. It was very difficult removing the stylet from the sheath and then extracting the sample. Usually they turn the wheel to bring the ring to the n.2 but this time they had to go till n8 to see the tip on the needle. Dr told me that the needle tip seemed missing. They checked if the tip of the needle was not into the lesion (it was not in the lesion) or in scope operating channel (it was not into the scope). Dr thinks that the tip of needle was simply missing. They took another needle for finishing examination without problem.